Event description:
A surgeon reports a pt has experienced recurrent bleeding following intraocular lens implant surgery. The pt has a history of previous trauma to the eye leading to early formation of a cataract. The cataract surgery was uneventful and everything was fine on the 1st postop day. The first reported episode of bleeding occurred in 2003 when the pt was playing golf and noticed a decrease in their visual acuity. A vitrectomy was performed by a retinal specialist about a month later. Four additional bleeding episodes were reported that occurred in 2004. The pt was sent to another specialist for a second opinion. Upon examination, the specialist noted one haptic in and one haptic out of the bag and she feels the edge of the lens may be contributing to the bleeding.